Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was not provided. A follow-up will be submitted with all relevant info. Eg.: angel lee, m.d., et al; "perianeurysm abscess and meningitis after endovascular coil placement for an intracranial aneurysm". Surgical infections volume 10, number 4, 2009.

Event description:
The following event was noted during literature review: the pt underwent stent assisted coil placement in an intracranial aneurysm. A 3.5 x 18 mm zeta stent was deployed and seven non-abbott coils were detected. The procedure was uneventful and angiography showed closure of the lesion. The pt was discharged 4 days later with a normal clinical examination, but was readmitted to the hospital 2 weeks later with retrobulbar pain, diplopia, and ptosis without fever. The magnetic resonance imaging (MRI) scan showed a perianeurysmal abscess, with enhancement of the tentorium, the prepontine cistern, and the meningeal layers of the convexity, suggesting an inflammatory reaction. The pt was put on intravenous antibiotic therapy. The pt was discharged twelve days later with no residual meningismus but oculomotor palsy persisted. At 2 months, clinical (ophthalmoplegia resolved partially) and radiologic (disappearance of perianeurysmal and tentorial enhancement on MRI) improvement was observed. No additional info was provided.